Manufacturer narrative:
Result of investigation: since the robi® instrument had already been used successfully three times prior to the incident, a manufacturing defect is unlikely to be the cause. The nature of the thermal damage and the smoke and sparks observed are more indicative of an application error. It is likely that either the rf setting was not selected correctly, the instrument was activated for too long, or it was not completely dry after reprocessing. A short circuit caused by residual moisture in the connection points is therefore the most plausible cause. Overall, the evidence points to improper use rather than a defect in the product itself. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the procedure, the robi forceps failed to engage, rendering the device unable to cut or coagulate tissue as intended. Following the incident, company representatives inspected the instrument in the hospital, where visible smoke and a spark were observed". No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to the manufacturing site as stated in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).